Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code but with no specific fault ID confirmed. There was a reported blood glucose level that did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on how to manage the situation, including placing the pump in storage mode and returning it to tandem. A replacement pump was sent to the customer, who will continue using the current pump temporarily.